Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The elecsys toxo igg assay is a high sensitivity assay. Medwatch field a2. Has been updated.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received a false positive result for one patient sample tested with the elecsys toxo igg immunoassay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample was tested on the e 801 analyzer, resulting with a toxo igg value of 127 ui/ml (reactive). The sample was repeated on a vidas instrument, resulting with a negative value. The vidas result was considered to be correct. The serial number of the e 801 analyzer is (B)(4).